Manufacturer narrative:
(B)(4). Device returned to MFR: the device was returned for analysis. Device analysis revealed a damage/marker flakes off in the femoral marker. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the non heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 12-jan-2017. It was reported that lost image occurred. The target lesion was located in the mildly calcified coronary artery. An opticross¿ imaging catheter was selected for use. During the procedure, lost image occurred. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a damage/marker flakes off in the femoral marker.